Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of hardware error cannot be confirmed. It was reported that patient's receiver was exposed to water. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: keep the receiver dry. Do not spill fluids on it or drop it into fluids. However, a root cause for the reported hardware error cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Receiver was exposed to water. The patient did not report any injury or medical intervention.